Event description:
Caller reported that pump button was not working, and technical support instructed caller to check various responses of the pump. Lights flashed when the pump was placed on the charging pad, indicating some functionality. The customer's blood glucose (bg) level was "high", although a specific value was not provided. The customer was able to address the elevated bg via a bolus from the pump. Technical support decided to replace the pump, and the caller was informed that a pump with updated software would be sent. The customer understood the steps for receiving and returning pumps, including allowing the old pump¿s battery to deplete and using a return box with a pre-paid label. The customer would revert to an alternate method of insulin therapy in the interim.